Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient received the 'replace generator soon' indicator. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction reportable aware date: the initial reportable aware date of this event has been corrected to 02oct2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.